Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from 2 patients; 1 patient was asymptomatic and 1 showed symptoms of covid-19. Patient-1 was asymptomatic and a sample was collected (B)(6) 2021. Sample was tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a positive, flu b negative, rsv positive (reported to physician). Patient-1-retest-1 was run on (B)(6) 2021 by the customer using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a positive, flu b negative, rsv positive (reported to physician). Patient-1-retest-2 was run on (B)(6) 2021 by the (B)(6) state public health laboratory using taqpath covid assay, resulting in sars-cov-2 negative, flu a positive, flu b negative, rsv negative (unknown if reported to physician). Patient-1-retest-3 was run on (B)(6) 2021 by the customer using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv positive (reported to physician). Patient-2 showed symptoms of covid-19 and a sample was collected (B)(6) 2021. Sample was tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a positive, flu b negative, rsv positive (reported to physician). Patient-2-retest-1 was run on (B)(6) 2021 by the (B)(6) state public health laboratory using taqpath covid assay, resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (unknown if reported to physician). Patient-2-retest-2 was run on (B)(6) 2021 by the customer using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv positive (reported to physician). Review of data provided by the customer showed all xpert xpress sars-cov-2/flu/rsv tests had normal amplification curves and normal epf. This same customer reported similar discrepancies in the past. As in those cases, environmental contamination is root cause for some of the tests while other tests have insufficient evidence to conclude contamination. All tests show no evidence of product malfunction. There was no known deterioration of health. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of xpert xpress sars-cov-2 eua IFU; positive results are indicative of the presence of sars-cov-2; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected samples from 2 patients; 1 patient was asymptomatic and 1 showed symptoms of covid-19. Patient-1 was asymptomatic and a sample was collected (B)(6) 2021. Sample was tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a positive, flu b negative, rsv positive (reported to physician). Patient-1-retest-1 was run on (B)(6) 2021 by the customer using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a positive, flu b negative, rsv positive (reported to physician). Patient-1-retest-2 was run on (B)(6) 2021 by the alaska state public health laboratory using taqpath covid assay, resulting in sars-cov-2 negative, flu a positive, flu b negative, rsv negative (unknown if reported to physician). Patient-1-retest-3 was run on (B)(6) 2021 by the customer using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv positive (reported to physician). Patient-2 showed symptoms of covid-19 and a sample was collected (B)(6) 2021. Sample was tested same day using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a positive, flu b negative, rsv positive (reported to physician). Patient-2-retest-1 was run on (B)(6) 2021 by the (B)(6) state public health laboratory using taqpath covid assay, resulting in sars-cov-2 negative, flu a negative, flu b negative, rsv negative (unknown if reported to physician). Patient-2-retest-2 was run on (B)(6) 2021 by the customer using xpert xpress sars-cov-2/flu/rsv, resulting in sars-cov-2 positive, flu a negative, flu b negative, rsv positive (reported to physician). Review of data provided by the customer showed no evidence of product malfunction.